Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, at the end of the surgery, the patient presented burns on her face after they used the monopolar and bipolar energy. The return plate was distant from the surgical site, the surgery was in the cervical area, and the return plate was placed on the patient's calf, according to the information. They don't know how severe the burn was, but it was treated by medical personnel.